Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. Further information was requested but not received.

Event description:
It was reported that the patient had their implantable cardioverter defibrillator, right ventricular lead and right atrial lead explanted due to infection. The patient condition was unknown.